Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific mapping catheter into the faradrive sheath, the sheath was aspirating and flushing as expected. A pressure bag was used as the method of irrigation. However, upon insertion of a farawave pfa catheter to perform ablations, air was noticed in the sheath, even after aspirating the sheath. The air was observed in the sheath shaft, the flushing line, and the aspiration syringe. No air was observed in the patient. The physician attempted to aspirate and flush once again and change the orientation of the catheter. Then, when advancing the device to the left atrium, the physician inserted the guidewire into the left superior pulmonary vein (lspv) and guided the farwave catheter to the vein. Upon deployment, the farawave catheter had an inverted spline. The physician tried to fix the spline inversion by bringing the spline inversion into the sheath, rotating, and bringing it back out, but this did not resolve the issue. The sheath and catheter were then replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
When received at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were noted. They then leak tested the sheath and found that it could not maintain pressure with liquid inside nor did it maintain a vacuum when aspiration was performed. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific mapping catheter into the faradrive sheath, the sheath was aspirating and flushing as expected. A pressure bag was used as the method of irrigation. However, upon insertion of a farawave pfa catheter to perform ablations, air was noticed in the sheath, even after aspirating the sheath. The air was observed in the sheath shaft, the flushing line, and the aspiration syringe. No air was observed in the patient. The physician attempted to aspirate and flush once again and change the orientation of the catheter. Then, when advancing the device to the left atrium, the physician inserted the guidewire into the left superior pulmonary vein (lspv) and guided the farwave catheter to the vein. Upon deployment, the farawave catheter had an inverted spline. The physician tried to fix the spline inversion by bringing the spline inversion into the sheath, rotating, and bringing it back out, but this did not resolve the issue. The sheath and catheter were then replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.